Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient experienced loss of consciousness. The patient reportedly did not receiver alerts on his phone. Due to a fall the patient experienced bruising and cuts all of their body. The patient was brought to the hospital. The patient was treated with a jubin glucose gel and their wounds were treated. The patient had pain after the event and was taking ¿hypoprofehm¿ 500mg (most likely ibuprofen) daily for this. No further treatment was reported to be needed but it was not known how much time the patient spent at the hospital. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.